Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has intermittent t-wave oversensing (twos) with several ventricular tachycardia non-sustained (vt-ns) and high rate non-sustained (hr-ns) episodes. A follow up with the patient¿s healthcare provider yielded that the patient is being medically treated and the rv lead continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.